Event description:
It was reported to philips that the m-cabinet was not starting up, which could prevent the whole system from starting up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. Customer reported that the m-cabinet was not starting up. Rse identified that the system was near to end of support life cycle. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue.